Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was receiving several no delivery alarms. The blood glucose levels have been 300 to 400 range. Customer takes a lot of insulin. The last blood glucose reading was 267 mg/dl. The blood glucose reading at the time of the event was 408 mg/dl. Customer had an infection from the infusion set. The site is very painful and swollen. The infusion was worn for three days. Customer was quarantined; the infection was in the bloodstream. Physician stated that large doses of insulin may have contributed to the incident. Nothing further reported.